Event description:
Shock delivered notification was received on the customer support helpline queue. Customer care was unsuccessful in reaching the patient and emergency contact number to confirm the therapeutic shock. Patient was transported to the hospital emergency room. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
The wcd system was not recovered from the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system. Review of device event log indicated patient had one shock delivered episode. Patient was in atrial fibrillation or atrial flutter with fast wide ventricular rate within the programed treatment zone. Per prescription the device was set to treat vt over 170 bpm. There is no indication of a device malfunction or noise contributing to the device determining that the defibrillation threshold had been exceeded.